Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.